Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and joint pain/arthritis. It was reported that the patient's pump began alarming on (B)(6) 2016. The hcp went to the patient's home and upon interrogating the pump, a motor stall was noted. It was noted the hcp did not feel there was emi. No diagnostics were done, and the patient was being managed with appropriate oral medication. It was unknown if the event had resolved and if surgical intervention was planned. Log printouts were noted to be unavailable. It was further noted that the patient was very ill and might not be able to come to the hcp's office, however the illness was not related to the pump. Additionally, no symptoms were noted and the patient was not having symptoms of withdrawal. The patient was noted to be "alive - no injury".

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.